Manufacturer narrative:
Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return of percutaneous reference cross pin frame requested. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site nurse reported that, while in a spine procedure, the spring in their reference frame would not work well and the frame was not properly firm. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Lot number and device manufacture date provided.additional information: the suspect device is still in the hospital's possession.